Event description:
The patient experienced a loss of efficacy. The hcp (healthcare provider) titrated the rate of baclofen up to 600mcg/day. The patient continued to have poor relief of his spasticity. A rotor study was done; results reported as "negative." A dye study showed a leak/catheter fracture at the spinal segment. The entire catheter was replaced. The pump rate was reduced to 200 mcg/day; this was the last effective dose. The patient was kept overnight for observation.

Manufacturer narrative:
Concomitant medical products: catheter model # 8709sc lot # n292065004 , implanted on: (B)(6) 2011 explanted on: (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).